Manufacturer narrative:
Initial.

Event description:
It was reported that a cartridge was accidentally dropped and cracked, and a replacement was requested. No injury or adverse clinical effects reported during the event. Outcomes included no impact beyond the need for replacement supplies. Investigation included. Investigation of this case revealed physical damage to the cartridge consistent with user handling. It was concluded, based on previously established findings for similar reports, that user handling caused the event.